Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The stem trial extractor threading broke off into the tibial trial stem while the doctor was removing the trial.

Manufacturer narrative:
The device associated with the reported event were not returned. A search of the complaint database found previous reports of the pfc stem trial extract threaded tips breakage. Previous investigations identified evidence of the 865226 pfc stem trial extract being levered side to side which resulted in the breakage. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.